Event description:
Boston scientific received information that the patient with this device underwent electroconvulsive therapy (ect). The procedure was performed without programming device or applying a magnet to remedy a device issue. No issues occurred during the procedure, and the patient was discharged normally. However, at a recent device follow-up, stored episodes were noted corresponding to the time of the ect procedure with oversensed noise resulting in 8 seconds of pacing inhibition for this pacemaker dependent patient. As the patient was under general anesthesia during the procedure, no adverse patient effects or issues were noted.

Manufacturer narrative:
The device remains in service with no changes or intervention required. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.